Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
The customer reported via phone call that he experienced high blood glucose of 400 mg/dl. The customer delivered a bolus and then the insulin pump alarmed motor error during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.